Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: * can you identify the lot number? * what is the procedure name? --received information as following from sales rep via phone today. The lot number and the procedure name are unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One paper lid, one empty winding former one suture piece and one detached needle were received for analysis. Product code sxpp1a425. Additionally, one photo was provided, and it showed one detached needle and one suture in a winding former. Upon investigating the sample, a short insertion was observed at one end of the suture. Visual inspection concluded that the needle and suture were detached, as the insertion end of the suture did not meet the specified requirements. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.